Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf catheter and the patient experienced a cardiac tamponade which required pericardiocentesis. After the procedure had completed, in which all ablations were performed in ventricle(s), a pericardial effusion was noticed in the patient. While the patient was in recovery, the patient experienced some blood pressure issues. The pericardial effusion was confirmed via echocardiogram. The medical intervention provided to the patient is pericardiocentesis and an unknown amount of fluid has been removed from the patient. Patient required extended hospitalization, first in the intensive care unit while drain was still active, then downgraded to med surg for observation. Delivered energy was radio frequency (rf) for each group of performed ablations. No pulmonary veins were ablated. This was a ventricular procedure. No transseptal puncture performed. No evidence of a steam pop. The correct catheter settings were selected on the generator. No flow rate change at the start of ablation. No error message on the biosense webster equipment during the procedure. It was believed that the patient did not require surgery. The physician felt unclear about the cause of the event. He did feel it was not the ablation.

Manufacturer narrative:
D4. Catalog: unk_smart touch bidirectional sf. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).